Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers after the device had been dropped in the toilet. The customer's blood glucose was 133 mg/dl. She stated that she tried to dry the insulin pump with alcohol swabs. She ran the self test on the insulin pump and noted that the device began scrolling while she attempted to enter the carbohydrate value. The customer's most recent blood glucose was 174 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up buttons due to corroded keypad traces. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at display the window corners, cracked belt clip slot and cracked reservoir tube lip.